Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: during an in-service on saf-t-intima, a nurse that attempted to safely remove the needle from the infusion set ended up with the safety removal system not working and an exposed needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Mat#: 383318 batch#: 2287418 it was reported by bd rep that during an in-service on saf-t-intima, a nurse that attempted to safely remove the needle from the infusion set ended up with the safety removal system not working and an exposed needle. No patient involved. Verbatim: during an in-service on saf-t-intima, a nurse that attempted to safely remove the needle from the infusion set ended up with the safety removal system not working and an exposed needle. No patient involved. (B)(6) there is nothing to report on the below questions. This was during an in-service (training session) on the product. No patient involved and no need to send a customer letter.

Manufacturer narrative:
DHR review: the complaint lot# is 2287418, sku is 383318, assembly in (B)(6) plant on (B)(6) 2022, lot quantity is 48066ea review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot returned sample analysis: no returned sample was sent back, and one picture of reported sample provided shows the needle is exposed, while the picture does not show the inner/outer shield, which is critical to identify what¿s kind of failure mode retain sample analysis: sampling 2ea from the retain sample of the same lot to check product function, product safety shield activation function is good. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, needle is exposure to air. But no more information to clarify the inner/outer component status, so there are two possible failure modes: if needle is not pulled out from inner/outer shield component, the possible reasons may including: 1. The assembly status between outer shield and rubber is not good, the rubber is not pressed to the end during assembly; 2. Product safety shield is pulled during manual assembly flow or manual packaging. These risk will cause the outer shield drops off before the needle retracted completely. Current manufacture already has control procedures as below to defect and prevent this kind of defect: 1. 100% inspection for the gap between outer and rubber is performed at the last station of assembly; 2. Both in-process and outgoing sampling check will test the separation force between rubber and outer shield if needle is pulled out of inner/outer shield component, the possible reasons may including: 1. Inner shield molding quality is not good, the hole dimension is out of spec; 2. The needle od is out of spec current manufacture already has control procedures as below to defect and prevent this kind of defect: both in-process and out-going sampling check will test the force which pulling the stylet/needle out of inner shield. As conclusion, there is no defect sample returned, the picture does not show the inner/outer shield status, without this we cannot identify the actual defect feature, cannot determine the root cause.